Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that on the day of event, the instrument was moved to a new location and preventive maintenance was performed by a siemens customer service engineer (cse). The customer ran quality controls after the move, and results were within range. The cse was re-dispatched to the customer site. The cse adjusted all probes to the bottom of cuvettes, checked dispense and aspiration and ran calibrations and quality controls. A siemens headquarter support center (hsc) specialist reviewed the instrument data. The data indicated that the reagents that were onboard the instrument were not mixed after the system relocation. Gentle mixing of the reagent packs should occur after a system has been powered down for the purpose of re-suspending the solid phase reagent contained within the reagent ready packs for all assays. Based on the instrument relocation and the preventive maintenance that was performed, hsc could not conclude the cause of the discordant results. No other mechanical issues were observed. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on one patient sample on an advia centaur xp instrument after the instrument was moved to a new location. The discordant result was not reported to the physician(s), as initially (B)(6) are repeated for confirmation. The sample was repeated on the same instrument, resulting (B)(6). The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.